Event description:
During a remote follow up, oversensing due to noise resulting in pacing inhibition was noted on the right ventricular (rv) lead. Lead damage was suspected. The rv lead sensitivity was reprogrammed to be decreased and a rv lead revision is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the right ventricular (rv) lead was capped and a new rv lead was placed to resolve the event. The patient was stable.